Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The caller was informed to continue using the pump and instructed to call back if the malfunction code recurred.